Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with same model lens in a secondary procedure. The clinical reason for the explant was refractive error .

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The account indicated the use of qualified associated products. Information was provided that, in the surgeon's opinion, the cause of the event was related to the patient's previous lasik procedure not being taken into consideration when completing the lenstar measurements, based on the information provided, the event is most likely related to a calculation error. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the company lens (1.50cyl), 21.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, company toric lens model. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).